Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket erosion. A revision was performed and the pacemaker was explanted, this rv lead was surgically abandoned, and the right atrial (ra) lead remains in service. No additional adverse patient effects were reported.